Event description:
On (B)(6) 2025 the user reported elevated blood glucose (bg) of 464 mg/dl after performing a supply change the previous evening. The user was uncertain if the cartridge and connector were properly seated, later discovering that the cartridge was not fully locked into the ilet. The user awoke with high bg levels and contacted beta bionics for assistance. The agent guided the user through a complete supply change, ensuring the cartridge, connector, and tubing were properly installed and insulin delivery resumed. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.